Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been update: h6. Per the initial report, as reported by the field clinical specialist (fcs), 2 years, 6 months, and 23 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted, and surgical valve was implanted. The reason for explant is unknown at this time. Additional information received via medical records indicated that the explant was related to prosthetic valve endocarditis (e. Faecalis). The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 2 years, 6 months, and 23 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted, and surgical valve was implanted. The reason for explant is unknown at this time.